Event description:
The physician felt resistance when passing the separator into the distal portion of the 032 reperfusion catheter. He subsequently kinked the 032 separator.

Manufacturer narrative:
(B)(4). The DHR of this manufacturing lot has been reviewed and a copy of the review is attached. A review of the device history record (DHR) was a completed on (B)(4) a (lot # l16161). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional requirements per specification. In addition, all destructive testing was completed per required process monitoring requirements and results met specifications. The parts released in this lot met process requirement.